Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient indicated that the device "doesn't work great" and that the patient has to void a lot. Prior to the call the patient had increased stimulation from 3 to 3.2 and during the call stimulation was confirmed to be turned on. Additionally, the patient indicated that they had an infection that was "worse than bronchitis" and was called "bronc something" as well as the patient had to take levaquin for 10 days and had a yeast infection which was abnormal for the patient. For the yeast infection the patient needed to take monistat and some prescription and the patient indicated that "nothing was normal" and they were urinating frequently. When asked about symptom reduction the patient indicated that they may be receiving 50% symptom reduction, but the patient indicated that they have a tendency to forget what their symptoms were like prior to the device. These issues were reported to have begun on (B)(6) and as such appeared to be a sudden issue. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the patient raised the level of the device too high and mistook the discomfort for a uti. When the patient realized what had happened they reduced stimulation and the discomfort resolved. The patient indicated that the reported issues were resolved. There were no further complication reported or anticipated.